Event description:
Customer reportedly received results of 500 mg/dl and 147 mg/dl within 10 minutes on the compact system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Customer reports the night tech saw a minimal amount of smoke coming from the photometer area of the analyzer. The night tech turned off power to the analyzer and replaced the photometer lamp, but continued to receive absorbance photometer errors. No one was harmed and no pt results were affected. The field service representative found the photometer cable and connector was burned up and replaced photometer cable abs and pcb abs module. He also cleaned the optics for smoke and replaced the lamp. To verify analyzer performance, checked abs 100% sensitivity and zero levels which all passed and within specification. Performed abs air/water calibration. Customer ran controls and samples.

Manufacturer narrative:
The investigation confirmed the burned photometer did not show any heat influence. A step has been added into the regular maintenance performed every 6 months to check the abs cable at the connector for any signs of erosion and replace it if necessary. There was no danger of fire on this failure mode. Instrument parts are (B) (4) approved.